Manufacturer narrative:
The scope was returned to olympus and is currently pending microbial testing and physical evaluation. The cause of the reported event could not be determined at this time. As part of our investigation, an olympus endoscopy support specialist (ess) visited the user facility and provided a reprocessing training on may 15, 2018. No reprocessing deviations were noted. This report will be supplemented upon the completion of the device evaluation.

Event description:
Olympus was informed that the scope cultured positive for an unspecified microorganism. There were no patient infections reported. The user facility utilizes a medivators scope buddy leak tester and dsd edge aer for reprocessing. Additionally, the user facility reported that the non-olympus aer last had preventative maintenance on september 18, 2017 and its filters were last changed in july 2018.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results and to provide the evaluation findings. The scope was sent to an independent laboratory for microbial testing. The scope's air/water and instrument / suction channels were cultured and tested positive for the following microorganisms micrococcus luteus, staphylococcus epidermidis and staphylococcus hominis. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. Olympus performed a visual inspection on the scope and found no signs of foreign material inside the biopsy channel, biopsy port, suction port, elevator forceps raiser, insertion tube, bending section cover, bending section cover glue, distal end cover, light guide lens, and objective lens. The scope passed leak testing.